Manufacturer narrative:
Received a used mc330419 transfer set connected to an IV bag and 20 ml bd syringe. The filter was wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the filter vent. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A DHR lot # review could not be conducted because no lot number was identified. D9 - date returned to mfg: 10dec2025.

Event description:
An event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock reported that the aads (amino acid plus dextrose solution) filter was leaking on standard concentration tubing. Additionally, a registered nurse noticed when pump ringing "high pressure". The writer had just changed syringe before leaving pod for break. While tracing lines, noted the leaking and changed the tubing. This causes unexpected or prolonged care. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4: only di provided as lot number is unknown. Additional reporter details: (B)(6).